Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('visit after removal/hysterectomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced arthralgia ("minor hip pain") and was found to have blood pressure abnormal ("blood pressure issue"). The patient was treated with surgery (essure removed, hysterectomy). Essure was removed. At the time of the report, the medical device removal and blood pressure abnormal outcome was unknown and the arthralgia had not resolved. The reporter considered arthralgia, blood pressure abnormal and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one were described in patient¿s social medical records: medical device removal, hip pain, blood pressure". Most recent follow-up information incorporated above includes: on (B)(6): this case was delete from bayer data base due to duplicate of case-(B)(4) and all information were transferred to case- (B)(4). Which will be retained. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('visit after removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced arthralgia ("minor hip pain") and was found to have blood pressure measurement ("blood pressure issue"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and blood pressure measurement outcome was unknown and the arthralgia had not resolved. The reporter considered arthralgia, blood pressure measurement and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one were described in patient¿s social medical records: medical device removal, hip pain, blood pressure". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.